Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown x3 trident liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital discarded.

Event description:
Patient suffers from dementia and dislocated. Surgeon elected to take patient to operating room and placed a stryker constrained liner without incident.